Event description:
It was reported that the per wo evaluation during repair of the arctic sun device, it was found that the threads for the circulation pump motor were cross threaded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation during repair of the arctic sun device, it was found that the threads for the circulation pump motor were cross threaded.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A visual inspection of the component confirmed that the threads were cross threaded. Circulation pump motor was replaced. Pm performed. Serviced circulation pump and mixing pump. Replaced the evaporator outlet tube, the double-bend tube, the heater, and the manifold o-rings. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. "8.19 replace circulation pump. Tools and supplies required: ¿ flat blade screwdriver ¿ small flat blade screwdriver ¿ wire cutters. 1. Lift upper bracket to allow access to the pump per step 8.17. 2. Disconnect the cable that connects the circulation pump to the I/o board. 3. Using a small flat blade screwdriver, loosen the hose clamp that secures the tubing to the back of the manifold. Slide hose clamp backwards onto tube and then remove tube from manifold. 4. Locate the flowmeter cable and disconnect it from j2 on the I/o circuit card. Cut the two wire ties that secure the flowmeter cable to the upper bracket. 5. Using a flat blade screwdriver, remove the four (4) mounting screws that secure the pump to the upper bracket. 6. Carefully remove the circulation pump and replace. Note: when re-connecting cable to pump motor, ensure that the connector is correctly seated, with no exposed pins on either side (see figure 8-46)." A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.